Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained bupivacaine with a concentration of 10 mg/ml set a minimum rate and dilaudid with a concentration of 30 mg/ml set at minimum rate. It was reported a critical alarm was occurring and confirmed by telemetry. Low battery reset and safe state occurred. The hcp stated that morning ((B)(6) 2017), the patient heard an alarm. He saw the patient and stated initially he did not interrogate with logs. The hcp stated he played the test alarm for the patient, and then started hearing the pump alarming once a minute after it was updated. Logs revealed multiple low battery resets ¿ the date only went as far back as that day because it had happened so many times. An alarm was sounding once a minute per the hcp. The hcp did not permanently disable the pump. The patient had no symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.